Manufacturer narrative:
Since no reference to the involved lot number was provided by the customer, copan performed an internal investigation considering all lots of cod. 503cs01 sold to the distributor from the beginning of the relationship between parties (lots reference: 1807592 - 1814374 - 1814372 - 1809095 - 1814373 - 1821362). For each lot referred above the following analysis have been performed: documental review: batch history record has been examined and no deviation have been found, neither during the moulding of the sticks, nor during the flocking/packaging processes and the final verification for the lot release. Sterilization process review: all documentation related to the ethylene oxide sterilization process has been examined and no anomalies linked to the reported issue have been detected. Retains inspections: the visual inspection and the fragility test performed on copan's retains according to the internal operative procedure didn't show anomalies: the sticks appeared intact and resistant, no breakages signals have been found. An analysis of the incidence of the problem has been performed from 2014 up to date: copan received 15 worldwide complaints related to breakage of swab during sampling collection procedure for product containing the same type of swab. Considering all these products sold worldwide from 2014 to 2018, the failure incidence (breakage during sampling) is (B)(4). Considering that to our knowledge no event has led to serious medical consequences so far in similar circumstances (breakage of the swab during collection) and that the failure rate is very low, no further action is planned at this time. Copan will continue to monitor products for similar events and will reopen the assessment of this complaint if additional information will be received.

Event description:
The event occurred in (B)(6). On 6th jan 2019 copan received an email from its (B)(4) distributor informing that a swab was broken and swallowed during sampling in the hospital and that they did not find it on the x-ray test. No information about the lot number was provided. On 08th jan 2019 copan contacted the distributor asking details on the lot number. On 09th jan 2019 copan sent a questionnaire to the distributor in order to acquire more information on patient's health and on the event for the internal investigation. No information was received from distributor. Further to the first attempt, copan made 4 additional attempts to request further information by email (on the 14th jan 2019, 24th jan 2019 and 25th jan 2019, 1st feb 2019). Since no useful information was provided, a last attempt was done by phone on 04th feb 2019. No one answered.

Manufacturer narrative:
The additional information received confirmed that the lot number involved was #1814373 (B)(4) pieces) . This lot was one of those initially checked by copan (bhr revision and retains inspection). The point where the breakage occured on the swab was one of those tested in the fragility test performed on the retained samples. The medical intervention, ent endoscope, not known before receiving the questionnaire,was one of those already known to be used in similar circumstances. The information that there was no side effects on patient confirms what it has been verified during the history records evaluation, that so far swab breakage during sampling has no led to serious medical consequences in similar circumstances. The investigation provided in the initial report is confirmed, no further investigation is needed.

Event description:
This is a supplement report for a case of swab broken during specimen collection occured in korea (initial report # (B)(4). After 5 attempts to obtain additional information, on 11th feb 2019 copan received the questionnaire (sent by copan on 09th jan 2019) filled by the local sales representative with the following additional information: 1) the swab broke during a nasopharyngeal collection for influenza test on a 7 years old patient; 2) the swab broke at the first diamater change near to the tip; 3) medical intervention applied to retrieve the broken piece: ent endoscope and x rays; 4) patient's status and health condition following the event: no side effects; 5) lot number involved in the event #1814373.